Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a new implant. The atrial lead, however, exhibited an inability to capture. Because the procedure was taking longer than planned, the physician completed the procedure without implanting an atrial lead but, rather, programmed the pacemaker to back-up vvi mode. The patient was stable throughout.

Event description:
New information noted that it has been determined the patient has a-v block and, therefore, a follow-up operation will not be scheduled.

Manufacturer narrative:
Analysis was normal. No anomalies were found.